Manufacturer narrative:
The initial call from the customer was ended due to poor phone reception. A spacelabs healthcare technical support representative (tsr) attempted to call the customer back multiple times following the initial report, but the customer was not available. The tsr sent an email requesting additional information. The customer later confirmed that after troubleshooting the issue internally, it was believed to have been caused by a mini-pc on the keyboard for the xhibit central station. The customer confirmed that the issue had been resolved and further clarifying information was not provided. After the mini-pc was removed off the keyboard, no further issues were reported. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central would repeatedly reboot. There was no patient or user harm associated with this event.